Event description:
I was inserted a birth control device called essure in 2009. Since that was inserted, I have had a myriad of problems including chronic fatigue, longer menstruation and clots. Menstruation is over 1 cup of blood per day. Depression and panic attacks, constant metal taste in mouth and insomnia. Back pain, degenerative disc disease. The list is long.